Event description:
This complaint is now reportable based on the analysis completed on 03/27/2006.it was reported that during a coronary drug eluting treatment procedure,stent damage occurred.the physician was attempting to place a taxus liberte 2.5x8mm drug eluting stent in the left arterior descending (lad) artery when the stent would not cross the lesion.no patient injuries or complications were reported.the patients condition was reported as "satisfactory". However, the returned product confirmed that there was stent damage. This product is only ous approved but it is similar to a marketed us device.